Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 01-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. On 18-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the patient was allegedly bleeding from the wound after being discharged from the hospital. The patient was re-admitted to the hospital and was scheduled to undergo a surgical procedure on (B)(6) 2021. On (B)(6) 2021, the following information was provided to kci via medical records review: on (B)(6) 2021, the patient was discharged from the hospital with an infected aicd [automatic implantable cardioverter-defibrillator] pocket and activ.a.c.¿ ion progress¿ remote therapy monitoring system in place. Approximately two hours post hospital discharge, the patient allegedly experienced bleeding from the chest, and the patient contacted emergency services. The emergency medical responder applied a pressure dressing and transported the patient to the emergency room. The physician observed the patient and noted the wound vac was in place on the patient's chest with approximately 5 cc's of blood located under the 3m¿ tegaderm¿ transparent film dressing. The physician noted "wound vac malfunction with small hematoma at 2-3 o'clock reportedly due to possible tugging on the drain while the patient was taking a nap. ICD [implantable cardioverter defibrillator] pocket erosion and related hematoma status post crt-d [cardiac resynchronization therapy defibrillator] explantation on (B)(6) 2021. The patient is quite stable and there is a little bit of oozing but no active bleeding." Plan noted: wound care consult in the morning for replacement of wound vac. On (B)(6) 2021, the patient underwent surgical clean out of the hematoma, and upon removal of the v.a.c.® dressing, small areas of oozing were cauterized and v.a.c.® therapy was re-applied. The physician noted "there was minimal bleeding at baseline, but I did provide cautery to some areas of oozing." On (B)(6) 2021, the patient was discharged from the hospital. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending receipt of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician noted "wound vac malfunction with small hematoma at 2-3 o'clock reportedly due to possible tugging on the drain while the patient was taking a nap." The patient was on two anticoagulant treatments with an active infection, and thus, was prone to bleeding. Approximately two hours post hospital discharge, the patient experienced bleeding. The physician documented the patient was stable and no active bleeding with a plan to consult wound care in the morning for replacement of wound vac. The physician also noted there was minimal bleeding and cauterization was performed for areas of oozing. It could not be determined if hemostasis was achieved prior to the administration of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation is pending receipt of the device. Device labeling, available in print and online, states: contraindications. Do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal:. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ , infection , trauma , radiation , patients without adequate wound hemostasis , patients who have been administered anticoagulants or platelet aggregation inhibitors , and patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.